Event description:
It was reported via repair work order that the patient left side rail was dropping unexpectedly due to a broken assist cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.